Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm on their insulin pump. The customer's blood glucose level was 336 mg/dl. Customer stated that they were on the phone when the issue occurred. Customer was able to clear the alarm the first time, but it has come back and gone off 3 times in 5 minutes. Customer stated that they took a corrective dose and do not need to troubleshoot for high blood glucose levels. Customer stated that in june, the family was at the airport and the pump was exposed to an x-ray machine. Customer was assisted with clearing the alarm. Customer stated that they are unable to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).